Manufacturer narrative:
G4: 10aug2020; b4: 19aug2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the ribbon cable will need replacement. The customer replaced the ribbon cable. The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
It was reported to philips that the device had a shutdown while in use. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.